Manufacturer narrative:
The user experienced severe hypoglycemia after accidentally entering two ¿more than usual dinner¿ meal announcements, which can result in excess insulin delivery and is consistent with the reported bg of 35 mg/dl requiring ems treatment with IV glucose. Engineering logs were not available at the time of review, but no device malfunction was alleged, and the available information supports a use-related cause; a follow-up MDR will be filed if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 08-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 35 mg/dl following an incorrect meal size announcement (two ¿more than usual dinner¿ announcements). The user was treated by ems with IV glucose and was not transported to the hospital. No long-term health effects were reported.